Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous mid left anterior descending artery. The 3.5x19mm graftmaster covered stent failed to cross due to anatomy to treat a perforation. Another 2.8x19mm graftmaster was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequent, after the initial report was filed per device analysis the hypotube was observed to be separated. There was no additional information provided.

Manufacturer narrative:
Visual inspection and dimensional analysis was performed on the returned device. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The hypotube was observed to be separated. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.